Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The loop recorder went into backup vvi mode post-implant procedure. Device reprogramming resolved the issue and the patient was stable. Additional information was requested but not received.